Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had a false helium alarm. There was no injury or harm reported..

Manufacturer narrative:
Updated field: b4, d4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 version or model number, h6 medical device problem code. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse performed preventive maintenance. Fse reported helium levels are fine (no record of the fault reported), possibly safety disk issue. Safety disk requires replacement. The customer cancelled this request.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, type of investigation).